Event description:
It was further reported that the patient was still feeling symptomatic but there were only three episodes of ventricular tachycardia (vt) which all occurred about a month apart at roughly the same time of day. The episodes appeared consistent with noise and some noise was able to be found with testing.

Event description:
It was reported that the patient was continuing to experience presyncopal spells but they were not necessarily the asystole episodes recorded by the device so there was possible undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.